Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced decreased vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was intraocular lens glistening. Additional information was received. The iol exchange was done with a company lens in patient's right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 17.5 diopter (add power +2.2/+3.2) lens was replaced with a company lens, 17.0 diopter (add power +2.2/+3.2) lens. The account indicated the product was not available to evaluate.no further information has been provided at this time. The manufacturer internal reference number is: (B)(4).